Manufacturer narrative:
The ICD and the associated lead were returned for analysis. Upon receipt, the ICD was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis showed multiple abrasion marks along the lead. In particular the insulation in the distal end region was found damaged due to wear, which is assumed to be the root cause of the reported oversensing and low pacing impedance. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that oversensing was noted on the rv channel and it was decided to explant the lead approx. 44 months after the implantation of the ICD system. During the same procedure the associated ICD was also explanted because it is affected by the field safety corrective action, bio-lqc, initiated in march 2021. There was no particular complaint about the ICD performance.